Event description:
Reporter alleged blood glucose, measured 150, 307, and 201 mg/dl when testing was performed within 1 min of each other. It was stated customer took normal 80 units of insulin as well as added 3 units of insulin due to the result. Customer stated 2 hrs later felt glucose was dropping. However, ate something and felt better. No other actions taken and no treatment was recived reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.